Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for multiple issues including a drain complication and patient line blockage. She canceled her treatment and disconnected. When she was removing the set, she discovered fluid leaking within the cassette door. She contacted her pd nurse who advised her to visit the hospital for antibiotics. She discarded the set. During follow up, the patient reported that her effluent was clear. She did not have any signs of infection. She had visited the hospital and received prophylactic antibiotics but was not admitted. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.